Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient was unable to get readings. Data were provided for evaluation. The confirmation of the complaint is confirmed through signal loss. A probable cause could not be determined. No additional event or patient information is available.